Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.